Event description:
The customer reported a leak in the area of the manual mode probe while performing startup of the coulter lh 500 hematology analyzer. The customer stated the unit was down. The volume of the leak was about 15 ml and was not contained within the instrument. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that tubing from the center section of the blood sampling valve (bsv) was disconnected. The fse replaced the tubing and secured it to the fitting, which repaired the leak. The repairs were verified per established procedures. (B)(4).